Manufacturer narrative:
(B)(4).

Event description:
It was reported during a sleeve gastrectomy during the removal from the stapler the reload lost its metallic component making difficult remove. The procedure was carried out and finished by using a new reload. No patient adverse consequences have been reported.